Event description:
The user facility reported that during a fine needle aspiration, the physician reportedly experienced a poor ultrasound image that was intermittently lost. The physician reportedly experienced difficulty visualizing the needle, and elected to stop the procedure. There was no pt injury reported, and no add'l info provided to date.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation could not duplicate the user's report of a poor ultrasound image. The ultrasound image was found within standards. However, the bending section cover glue was noted to be cracking, and frayed wires were found at the bending section. Moisture was noted inside the objective lens, and the image was noted to fog during testing. The cause of the user's experience could not conclusively be determined. The device has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.